Manufacturer narrative:
Correction to b1: adverse event & product problem h1: serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, only axium pushwire returned without the implant coil. The implant coil detached from the pushwire and not returend. In addition, instant detacher was not returned for investigation. The axium pushwire was found broken between positive load indicator and break indicator with the release wire extending out of the proximal end of the distal segment ~5.0cm. The actuator interface, positive load indicator and portion of the coupler tube were not returned for analysis. A break at this location is indicative that a manual detachment was attempted. As the actuator interface and coupler tube were not returned, any mechanical detachment attempts using an instant detacher cannot be confirmed. Bents were found on the pusher at the proximal end. The coin was found to be present and pushed up against t the lumen stop; with the shield coil stretched. The release wire pulled back and coin moved freely. The lumen stop was found to be visually acceptable. The lumen stop and the retainer ring were found to be visually acceptable. The implant, instant detacher, actuator interface and coupler tube were not returned; therefore, any contribution of the implant coil, instant detacher, actuator interface and coupler tube to the non-detachment could not be determined. It is possible that the pushwire to break and for the release wire to subsequently pull back from the lumen stop, detaching the implant coil from the pushwire. Per the axium detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 at tempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube a pproximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens ex posing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Damaged implant delivery p usher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned; therefore, the event cause could not be determined. Correspondence has been sent for return of the device. Once the device has been received and the investigation has been completed, then a supplemental report will be submitted. Reference mdrs: 2029214-2019-01125. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic implant coils could not detach. Prior to the event, the patient presented with a ruptured aneurysm with vasospasm located in the anterior communicating artery (acom). The aneurysm was catheterized with a headway 17. Two medtronic coils were placed and detached without any problems. The third coil medtronic (qc-4-10-helix) was placed and detached using the same instant detacher (ID) that was used for the previous two coils. The number of attempts with the ID was unknown. An attempt was also made to detach the coil with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use) but without success. The amount of attempts with the manual method is also unknown. Another medtronic coil (qc-3-8-3d) was used and the same event occurred. The number of attempts with ID was unknown and the number of failed manual detachment attempts were also unknown. New coils from another manufacture was used to complete the procedure. It was noted that during placement / detachment attempts of the coils, the patient suffered an sah. The eclipse balloon was inflated when the sah was seen but they don¿t know what caused it. The patient is being monitored closely post procedure. The patient was undergoing embolization treatment of a ruptured aneurysm located in the anterior communicating artery (acom). Ancillary devices: eclipse balloon catheter 9 (sela/balt), microcatheter traxcess 14 ex x2 and traxcess 14x1, microcatheter headway 17 straight microcatheter, fabuki guide catheter.